Manufacturer narrative:
Additional information was received which reported that the initial instability in pressure was a result of the severity of the implant. The hemodynamic instability resulted in cardiopulmonary arrest. It was reported that moderate pvl was present. The moderate pvl contributed to the instability and subsequent cardiac arrest. The post implant bav decreased the moderate pvl, however it was not completely resolved. The cause of death was reported to be hemodynamic instability, followed by cardiac arrest. According to the physician, neither the valve nor the dcs contributed to the patient death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while crossing the native aortic valve, the patient's pressure's became unstable. The patient went into cardiopulmonary arrest. The valve was repositioned once, then rapidly fully released. Following the deployment, the patient remained unstable. Resuscitation maneuvers were performed and medications were administered. Paravalvular leak (pvl) was present on angiography. A post implant balloon aortic valvuloplasty (bav) was subsequently performed. An echocardiogram did not reveal evidence of pericardial effusion. The patient was not able to recover and died. The cause of death was not reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16, serial/lot #: (B)(4), ubd: 28-oct-2022, UDI#: (B)(4). Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.